Manufacturer narrative:
No mc33688 product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was not conducted as no lot number information was provided.

Event description:
The event involved a 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer where the reporter stated that peripherally inserted central catheter (PICC) line noted to be leaking at quad-fuse site at 03:00. Then upon investigation it was noted that there was backing up and leaking of fluids at the quadfuse. The event occurred during in use for patient at pediatric medicine. Thus, there was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.